Manufacturer narrative:
Additional information was received that ten days following the valve implant procedure the patient expired. A balloon pump was inserted into the patient one day following the implant procedure. The patient was placed on extracorporeal membrane oxygenation (ECMO) two days following the valve implant. Two days later the patient was off of ECMO. Per the physician, the cause of death was ischemia and was procedure related but not device related. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using the suprasternal approach, the valve was successfully deployed at a depth of 0 mm non-coronary cusp (ncc) and 4 mm left coronary cusp (lcc). An hour post-procedure the patient was hypotensive with no flow in the left coronary artery. Multiple attempts were made to re-access the coronary artery, but the results were unsuccessful. The patient was converted to surgery and the valve was explanted. A non-medtronic surgical valve was then implanted in its place. The physician stated that a chunk of calcium on the annulus was pushed up by the valve and caused the occlusion and that the valve itself, did not cause it. On computed tomography (CT) prior to the case it was noted there was significant calcification at the left coronary artery ostium. No additional adverse patient effects were reported.